Event description:
Two patient samples with discrepant troponin t results. Patient 1 initial result <0.01 ng/ml, repeat 0.92 ng/ml. Patient 2 initial result <0.01 ng/ml, repeat 0.14 ng/ml. Initial results were reported. Patients not adversely affected. The field service representative determined the liquid level detection voltage on the probe was incorrect. The instrument was repaired.